Manufacturer narrative:
Concomitant medical devices: 4081-58 lead, implanted: (B)(6) 1993.

Event description:
It was reported that an infection occurred and there was vegetation present on both leads. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.